Manufacturer narrative:
The pump had flashing white lcd due to cracked lcd controller. The functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test were due to flashing white lcd. The pump had a scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned with no communication as to the reason for the return. No further information provided.